Event description:
It was reported by the clinical coordinator the device was used during a breast biopsy. It was reported the new probe (p1175) was being used with the old micromark clip (c1530). It was reported the end of the clip applier (marker sleeve) sheared off and remains in the breast tissue.